Event description:
It was reported the deployment suture detached resulting in partial deployment of this tracheobronchial stent. During withdrawal of the partially deployed stent system, a previously placed stent was inadvertently dislodged and removed along with the partially deployed stent causing some trauma to the patient. The procedure was discontinued at that time. To date, no patient sequelae has resulted from this event. No further details are available at this time. Should additional details become available, a supplement will be sent at that time. The device has not been received by this manufacuturer. Therefore, a failure analysis is not available without a device evaluation and without additional details, company is unable to determine teh exact cause of this event at this time.